Manufacturer narrative:
(B)(4). The reported complaint of "the display screen had a green hue and it was difficult to see the waveforms and pressures" is not able to be confirmed. The product was not returned for investigation. According to the attached field service report, the hospital's biomed reconnected a loose display (dvi) cable and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " the display screen had a green hue and it was difficult to see the waveforms and pressures". To continue therapy the pump was exchanged for another. No patient injury on consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported " the display screen had a green hue and it was difficult to see the waveforms and pressures". To continue therapy the pump was exchanged for another. No patient injury on consequence reported. Patient's current condition reported as "fine".